Event description:
Consumer toothbrush broke below the head (under the rubber part). Hard plastic portion of the brush was forced through the rubber, which in turn cut into consumer's gums, making them bleed.